Event description:
A report was received that the patient was experiencing pain in his back. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain in his back. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient did not undergo a revision procedure. The patient did not need a revision and was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain in his back. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's back pain was preexisting and that the pain was ipg location related. Subsequently, the patient's ipg was explanted. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.